Event description:
It was reported that debris was found inside the packaging of this sterile product. There was no injury or surgical delay associated with this event.

Manufacturer narrative:
Investigation findings: the bur was received for evaluation and the reported problem of debris was confirmed; a brown material was noted inside the packaging. An examination of this packaging found a weak seal at the vendor chevron, which does not meet our packaging specification. Further investigation found a breach in the sterility of this product.